Manufacturer narrative:
MDR 1226181-2016-00197 was filed on april 5, 2016. MDR 1226181-2016-00197_s1 was filed on april 14, 2016. Additional information (07/15/2016): a siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated that the discrepant results observed were isolated to two particular well sets of calcium (ca) flex sequence 11092. However, quality control (qc) results processed from one of these well sets were within range, suggesting that there was not an issue with the reagent well and no discordant was found with the ca blank, kincheck or reagent probe 1 (r1) blank. The siemens customer care center (ccc) had performed preventive maintenance to the original instrument in response to this issue. Server 2 probes were aligned prior to qc reanalysis. It remains unknown if the samples in question were ever repeated on (B)(4) following this maintenance. Nonetheless, qc was within range and the issue was resolved. An investigation was initiated to evaluate the customer complaint with discrepant results with reagent lot 15337bc and to determine if the issue was due to non-conformance with the ca reagent lot 15337bc. The (B)(4) technical support laboratory (tsl) specialist ran precision with a control lot of ca reagent, (lot 15215bb) and complaint lot (15337bc), resulting satisfactory. The tsl specialist calibrated with chem 1 calibrator lot 5km082 and ran qc for level 1 and level 3, resulting within range. Hsc concluded that reagent lot 15337bc showed acceptable performance and is not indicative of a non-conforming product. The cause of the discordant, falsely low ca results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely auto aligned server 2 probes, primed the aliquoter, integrated multisensor technology (imt) probe and server 2 probes. Ccc cleaned reagent probes 3 (r3) and 4 (r4) and aligned sample probe 2 (s2), r3, r4 and reset the instrument without error. A review of the instrument data indicated quality controls (qc) were within range. A siemens customer service engineer (cse) was dispatched to the customer site and performed service over several visits. The cse aligned r3, r4 and s2. The cse replaced r4, and ran mix tests for r3, r4 and s2, which failed for r3. The cse replaced the mixer, aligned, and ran mix testing, which failed high. Cse replaced the probe and reran mix testing, which passed. However, ca mean results remained low. The cse replaced the reagent flex and calibrated the instrument. The cse performed a comparison run with external qc and patient samples between two dimension vistas, and results matched. The cse returned to the site and replaced s2 and r4 mixer and aligned them. The cse ran mix test and calibrated the instrument. The cse ran patient samples, which matched. Then the cse ran qc, which failed on server 2. The cse replaced the aliquot drain, and r4 drain, aligned them, and ran a full quick check. The cse ran calibration, patient samples, and qc on server 2, resulting within range. The cse returned to the site as ca qc's were high. The cse ran service methods and patient comparisons. The cse moved ca to server 3, and the issue was resolved. The cse replaced drains and moved ca back to server 2. The cse recalibrated all server 3 assays, and a quick check passed. The cse performed a total service, and also replaced the peristaltic pump v-lyte tubing. The customer ran qc, resulting within range. The cause of the discordant, falsely low calcium results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
Corrected information (04/06/2016): the cse also replaced the printed circuit board assembly (pca) board. The cause of the discordant, falsely low calcium results on three patient samples is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.